Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tamper tube and sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy. The physician pulled the sheath back to the handle and everything came with it. The balloon was deflated and manual pressure was held for 25 minutes to achieve hemostasis. There was no reported patient injury. The user shuttled down completely with no significant resistance. No unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. No damage was identified on the device or packaging prior to opening. The device was stored and prepared according to the instructions for use (IFU). The device was used in an interventional procedure with a retrograde approach. The deployer had prior experience using the mynx device at other facilities. A 5fr non-cordis sheath introducer was used. An angiogram of the puncture site was performed. The device was used in an arterial vessel with a vessel diameter greater than or equal to 5 mm. The stick location was the lower one-third of the femoral head. The device will be returned for evaluation.